Event description:
It was reported there was a motor stall. An MRI was performed on (B)(6) on the patient¿s shoulder. The patient was in the office on the date of the report for a routine refill and a motor stall occurred and a tube set message was received. There were no volume discrepancies and no patient symptoms or complaints. No audible alarms were reported. It was later reported the pump was being used to deliver fentanyl and marcaine. The patient had no symptoms of over/under-infusion. The stall recovered after telemetry was read on the pump after refill. The patient was doing fine and was receiving effective therapy. It was later reported the motor stall occurred on (B)(6) 2014 and recovered on (B)(6) 2014. Troubleshooting was done on (B)(6) 2014 and the pump was functioning properly. The patient experienced no symptoms and was stable.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# n281245009, implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).